Event description:
Purchased box of 100 syringes in bags of 10 each. Used them for two weeks 2 to 5 per day as needed to use. Opened one new bag of 10 syringes part of the lot. Used one syringe in the morning, and a 8:00 pm went to use a second one, and as rptr primed it prior to filling with insulin, they noted a small drop came out of the needle and at right on the tip of it. The drop of liquid did not squirt or spray, it just sat on the tip of the needle. Rptr called the drug store where they had purchased the syringes and was told to call the MFR. They called becton-dickinson and was asked to return the syringe to them for testing and identification of liquid. Rptr is wondering if they will be told the results and/or the cause of the problem. Becton-dickinson wants to sent rptr a free mailer so they would not have to pay for the shipping.